Manufacturer narrative:
A mynxgrip vascular closure device (vcd) sealant was not deployed. After manual pressure, hemostasis was achieved. The vcd was being used in conjunction with a 5f procedural sheath introducer for common femoral arterial closure following a diagnostic peripheral procedure. The patient's hospitalization was not extended. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis the shuttle cartridge was engaged to the black handle. The sealant and advancer tube were not returned with the device for evaluation. The sealant sleeve was fully retracted. The condition of the returned device indicates a complete deployment of the sealant. The syringe was attached to the device and blood was observed inside of the syringe which indicates a balloon loss of pressure issue. Per functional analysis, without the returned of the advancer tube and sealant, a functional testing could not be performed on the returned device. However, the shuttle movement was checked and no anomalies were observed. Leak testing could not be performed on the balloon of the returned device due to the device¿s inflation lumen was clogged with the dried solution of saline in contrast. Per microscopic analysis the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the tamp locks, and the catheter and shuttle cartridge were also inspected for anomalies that may have obstructed the device path during deployment. No damages or anomalies were observed. The balloon was inspected at high magnification and a micro tear was found, approximately 4 mm from the balloon proximal neck. Per dimensional analysis the distance from the catheter shaft¿s distal end to the proximal tamp lock¿s distal end and distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f1703703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported sealant failure to deploy could not be confirmed as without the return of the whole device, including the sealant, this is not possible. The reported secondary event balloon loss of pressure was confirmed due to a micro tear noted in the balloon during analysis. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. In addition, the investigation found a micro tear in the balloon of the returned device. It is unknown if the balloon loss of pressure had caused or contributed to the reported event. Based on the information provided and the investigation performed, the root cause of the reported event and the tear in the balloon could not be conclusively determined. According to the instructions for use, whilst not used as a mitigation for risk ¿fill the syringe with 2 to 3 ml of sterile saline, attach to the stopcock and draw vacuum. Check the luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave the syringe at neutral. Do not lock. Do not move the sealant sleeve.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1703703 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) sealant was not deployed. After manual pressure, hemostasis was achieved. The vcd was being used in conjunction with a 5f procedural sheath introducer for common femoral arterial closure following a diagnostic peripheral procedure. The patient's hospitalization was not extended. The vcd will be returned for analysis.